Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the physician performed a right sided crt-d upgrade and intentionally left the old ICD implanted on the left side. Several days later, the patient presented in clinic after receiving a shock. Review of the egms revealed that the chronic ICD provided the hv therapy due to oversensing of bi-v pacing from the crt-d. The clinician turned off the chronic ICD pacing and therapy and was explanted the following day.